Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria for lot 3933758. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2019 and the mesh was implanted. During use on the patient, the mesh detached from the needles. Another like device was used to resolve the issue. There were no patient consequences reported.